Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that he went to change the reservoir today and went through the priming process. Customer then received an alarm, which restarted the whole pump. Customer tried priming again and received another alarm. Customer's blood glucose level was 240 mg/dl. Customer stated that the drive support cap was sticking out. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked reservoir tube, scratched case and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)